Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-apr-2018 with the following findings: during investigation, the black box showed multiple unexplained pump reboots. The battery compartment was found to be cracked below the grip pad. The returned battery was undamaged and able to fit. The cap contact measurements were within specification. The battery cap was fastened and then unscrewed 1/2 turn with no reboots occurring. The ez prime steps were performed correctly with no power interruptions occurring.the pump's cover was removed and there was no intermittent condition found to the power printed circuit board.